Event description:
It was reported the atrial lead had a history of noise oversensing which triggered inappropriate mode switches. Attempts to program around the issue were unsuccessful. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.